Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that the coil was damaged. A 3mmx12cm interlock coil was selected for use. During the procedure, it was noted that the coil was not attached. It is unknown whether the coil got early detached or the coil was not attached from the beginning. Per physician's comment, the device is the cause of this event. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center. Correction to field b5: describe event or problem from "it was reported that the coil was damaged." To "it was reported that the coil was missing during the procedure." Correction to field h6: device codes from "material integrity problem" to "missing component" device evaluated by MFR: the complaint device was received for product analysis. A pusher wire, and introducer sheath were returned for this complaint. The main coil did not return. The introducer sheath was inspected, and no anomalies were noted. The pusher wire was inspected, and no damages were found. No more damages were found in the returned device. Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noticed. Dimensional inspection of the pusher wire was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
It was reported that the coil was missing during the procedure. A 3mmx12cm interlock coil was selected for use. During the procedure, it was noted that the coil was not attached. It is unknown whether the coil got early detached or the coil was not attached from the beginning. Per physician's comment, the device is the cause of this event. The procedure was completed with another of the same device. There was no patient injury.